Manufacturer narrative:
Follow-up #1: date of submission 09/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: a review of the black box (bb) revealed no evidence of an intermittent power event prior to the complaint date. There was one power on reset event associated with a clearing of a 128 alarm per normal operation observed in the bb on (B)(4) 2016. The pump intermittently powered on with the returned battery cap. The battery cap was unable to secure to the pump. The battery cap threads were damaged. A test battery cap was used for all testing. Battery compartment cracks were also observed in the thread area and below the grip pad. Battery compartment threads were also damaged. The pump cover was observed to be cracked between the corner of the display lens and case seal. During testing, the pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and the pump was disassembled; there was evidence of moisture contamination found inside the pump on the battery canister and battery terminal. Unrelated to the complaint, a dim discolored display was observed.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap and no visible yellow o-ring; however, the battery cap was never replaced. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.